Event description:
A malfunction was reported on the customer¿s pump, necessitating the inquiry about obtaining a loaner pump. There was no adverse impact to the customer¿s blood glucose level. The customer, despite using a pump out of warranty, received assistance from customer technical support, which involved gathering necessary insurance information, sending a request for insurance card pictures, and providing a loaner pump with updated software. Sessions for the g7 sensor with the loaner pump were instructed to be managed carefully. The necessary loaner pump agreement was completed, and a replacement pump was sent.